Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis, concerned kidney on (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer's current blood glucose is 300 mg/dl. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears protruded. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the insulin pump alarmed compromised force sensor system. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed the self test, unexpected restart error test and the displacement test however, device alarmed compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion test, prime test, excessive no delivery test, and the delivery accuracy test due to compromised force sensor system alarm.